Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(impact code). A getinge field service engineer (fse) evaluated the unit and replaced cover, handle, and hose. Safety and functionality checks completed per the service manual and passed to factory specifications. Returned unit for clinical service. Per the fse, customer abuse of the unit. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the rear housing of the cardiosave intra-aortic balloon pump (iabp) console needs to be replaced, along with the white pressure tube. There was no patient involvement.